Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to specifications. Functional testing including pressure testing and clear passage testing was performed with no issues noted. Additional evaluation was performed by priming the sets and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink system non-dehp extension set was blocked in which the medication (unspecified) could not flow past the filter. This issue was noted during priming. There was no patient involvement. No additional information is available.